Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023, wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: a4 patient's weight updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 2 of 3 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:mn10450-50a, UDI:(B)(4) , serial:(B)(4) , batch:7999790.

Event description:
Related manufacturer reference number: 1627487-2023-01702. It was reported that one of the patient's leads had migrated and another lead had fractured. It is unclear which lead migrated. Surgical intervention may occur to address the issue.